Event description:
(B)(4). Submitted before I finished - other symptoms are: pain and discomfort in abdomen, vaginal discharge, night sweats, loss of libido, hot flashes, bleeding after sex, painful intercourse, incontinence, urgent / frequent urination, constipation, diarrhea, brain fog, mood swings, depression, hair loss and insomnia.

Event description:
(B)(4). I have a constant tingle in my left side, where my tube (the device) is. I began having heavier/longer periods, constant headaches (3 - 4 per week), I am constantly tired (exhausted) and have had a physical and all my blood work came back normal. I never feel like I can get enough sleep and my anxiety levels are through the roof. It is hard to function sometimes. I work out and am unable to lose any weight when this use to be something that was relatively easy to me. This device was covered by my insurance and my obgyn inserted it for me.